Manufacturer narrative:
G4: 19sep2020. B4: 29sep2020 . The field service engineer replaced the power management (pm) board. Failure analysis on the returned power management board shows that the power management (pm) pcba was tested and no failures were identified. The alarm led failure error code could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/21/2019.

Event description:
The customer reported that the unit fail with alarm led failed with no alarm. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
G4:11jan2021. B4:12jan2021. H11: the case record was reviewed and identified that the power management (pm) board is new and was returned unused. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date:02 dec 2020. The field service engineer (fse) replaced the power switch overlay to address the alarm led failure. Similar investigation was performed, it was identified that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 05 dec 2019. The field service engineer (fse) replaced the power switch overlay to address the reported issue. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.